Event description:
It was reported that the patient was unable to adjust stimulation. The patient last recharged 3 weeks prior. When the patient was able to charge, she normally had 3 coupling bars and 6 bars was the best she could ever get. The antenna locate feature was reviewed and then used. Use of the antenna locate feature resulted in a power on reset (por) which then lead to the normal recharge screen. The por was cleared.

Manufacturer narrative:
Product ID 74001, lot# n264173, implanted: 2011 (B)(6); product type adapter product ID 37743, serial# (B)(4); product type programmer, patient product ID 748951, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 3487a-33, lot# j0527395v, implanted: 2005 (B)(6); product type lead. (B)(4).